Event description:
An infusion pump possibly overinfused. The hospital representative stated that the infusion pump was being used on a pt when it overinfused. It was noted that the pump was programmed to infuse 80cc and it delivered 140cc. The name and rate of medication was not known by the hospital representative. The hospital representative stated that they have no record of any pt injury or medical intervention involving the pump.